Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? There is no adverse consequence. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that one labeled winding former outside its packaging that pertains to product code vp2328 was received. Upon visual assessment of the winding former, it was observed that the strand had begun with a degradation process caused by exposure to the environment. This condition caused the needle to be detached from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-06274. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 472 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on 7/10/2023 and barbed suture was used. During surgery when the surgeon opened the foil the needle was already separated from thread. No adverse patient consequences were reported. Additional information was requested.